Event description:
It was reported that the device is missing the expiration date. No patient injury was reported.

Manufacturer narrative:
Review of changes relevant to the product and lot numbers reported determined that the absence of the product expiration date was not the result of a manufacturing related issue, but part of a change to our product's packaging, per customer feedback. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).